Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed the device was undersensing on the right ventricular channel. The device was reprogrammed. The patient condition was good and there have been no further issues.